Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event is estimated. The device is not returning. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported the patient underwent a procedure two years ago and the balance middleweight (bmw) guide wire tip separated inside the patient anatomy and has remained in the patient's heart for two years. The patient is doing fine. The patient came in for a magnetic resonance imaging (MRI) for an unknown reason; however a computerized axial tomography (cat) scan was performed instead because the safety /side effects of an MRI on a patient with a guide wire segment remaining in the patient is unknown. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulty. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined the reported difficulties to be related to user technique. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the final MDR report a medsun mandatory and voluntary report # (B)(4) was received stating: during cath procedure, the right coronary artery was accessed. The vessel was noted to be completely occluded and navigated with an aspiration catheter. A guidewire was used in navigation. A lesion was pre-dilated in the proximal right coronary artery and then stented. A piece of guidewire was recognized later in the procedure and observed to be trapped behind the placed stent. Attempts to extract the retained wire were unsuccessful. What was the original intended procedure? The original intended procedure was a diagnostic cardiac catheterization.